Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (unk mg/ml at unk mg/day) and bupivacaine (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the pump was refilled yesterday after it had reached a low reservoir status. The pump was updated with the clinician programmer and the patient went home. The hcp stated that the patient reported hearing the pump alarm again last night with the non-critical tone. An agent reviewed that this was a known issue with the recent software updates and assisted the hcp with silencing the audible alarm. The hcp successfully updated the pump and confirmed with pump logs that the audible alarm was silenced. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.